Event description:
Information was received based on review of a journal article titled, "dual mobility acetabular component in revision total hip arthroplasty for persistent dislocation: no dislocations in 50 hips (49 patients, 10 male & 39 female) after 1-5 years¿ which proposed that dual mobility cups have the theoretic potential to improve stability in primary total hip arthroplasty (tha) and mid-term cohort results are favorable. This study followed forty-nine patients (fifty hips) who received an isolated acetabular revision with a dual mobility cup between january 2007 and june 2011. The journal article reports that re-revisions and/or adverse events occurred due to the following reasons: two (2) revisions due to infection. Two (2) irrigation and debridement procedures; no implants removed. One (1) revision on the same day an undersized cup was implanted and found to be loose. One (1) revision due to sciatic nerve palsy. The article concluded that the survival after 56 months was 100% based on dislocation and 93% based on re-revision for any reason. The dual mobility cup is an efficient solution for instability of tha with a favorable implant survival at 56 months.

Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article. The following sections could not be completed with the limited information provided. Date of event - unknown. Expiration date - unknown. Date implanted - unknown. Date explanted - unknown. Initial reporter - the article was written by m. Van heumen, p. J. C. Heesterbeek, b. A. Swierstra, g. G. Van hellemondt, and j. H. M. Goosen. J orthopaed traumatol, doi 10.1007/s10195-014-0318-7. Manufacture date ¿ unknown.